Manufacturer narrative:
H6- device evaluation: lens was returned dry with residue/debris on product, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6: type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. In another surgery on the same date, the lens was explanted and the problem resolved. Cause of the event was reports as unknown.